Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an infusion of normal saline intended to run at 200ml/hr was initiated at 1506, with a programmed volume to be infused (vtbi) of 900ml. The nurse responded to a kvo alarm at 1940 and an additional vtbi of 900 ml was programmed by the night rn. The nurse responded to an additional kvo alarm at an unspecified time and noted that nothing had infused from the bag. The physician was notified and orders were received for a 1l bolus. It was reported that there were 2 occlusion alarms noted on the pump log and the clinician in attendance stated the tubing was kinked, the occlusion was resolved and the pump was restarted. There were no lasting effects reported for this patient.

Manufacturer narrative:
Correction on follow-up(1): the previous follow-up was the first one sent but the number 2 was mistakenly inserted. So in order for the file to be processed I have to assign this file as follow-up(1) but it is essentially follow-up(2). Sorry for the confusion. Additional information: disregard file, manufacturer report number: 2016493-2016-00201 because it's a duplicate to manufacturer report number: 2016493-2016-00121.

Event description:
Although the patient required high doses of levophed to increase her blood pressure creating runs of v-tach, there were no lasting effects reported for this patient.

Manufacturer narrative:
Additional information provided: device available for evaluation? The customer¿s report of the pump failed to alarm and that fluid had not infused was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pump module event log shows that at 3:06 pm on (B)(6) 2015 the module was programmed to infuse a vtbi of 900ml at 200ml/hr. At 3:17 pm the device alarmed for partial patient side occlusion and was restarted, and then at 3:18 pm the device alarmed for patient side occlusion and was again restarted. At 7:40 pm, the primary infusion completed and the device transitioned to kvo at 20ml/hr. One minute later the device was programmed to infuse a vtbi of 800ml at 200ml/hr. At 11:41 pm, the primary infusion completed and the device transitioned to kvo at 20ml/hr. Functional testing found the device to be working as intended. No issues were observed with the device¿s rate accuracy or its ability to detect occlusions (both patient side and fluid side). The root cause was not identified.